Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m41sr20b, serial number/date code (B)(4) is approximately 4 months old. The owner's manual part number 1143206 rev g (feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that there is allegedly a left motor fault on the m41sr20b power chair. The consumer is allegedly getting 3 blinking lights, error code meaning the right motor is failing, however it is the left wheel that is not turning. The dealer has ordered a version 2 left motor, warranty quote # (B)(4). The consumer has been advised not to take the power chair out of the house until it is repaired and to keep someone with him at all times. Dealer to call back for the return of the product to invacare for an inspection / evaluation. No injury alleged.

Event description:
Left motor fault, dealer will call back for a return. Warranty quote# (B)(4). No alleged injury.